Manufacturer narrative:
E1 - initial reporter addr 1:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was slow system performance and slow sign-in. A field service engineer verified with the customer and had an information technology (it) technician to check the network wall jack to resolve. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the station was having a system performance issue. The customer stated that this malfunction caused a delay and the issue was reported when someone was issuing medications to a patient. There were no adverse events or injuries reported based on this event.